Manufacturer narrative:
(B)(4). Additional: a needle of product code vcp311 was returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The suture was not returned. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the pull off - suture needle, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified.

Event description:
It was reported that the patient underwent a gastric bypass procedure on (B)(6) 2019 and suture was used. The suture disengaged from the needle during the procedure. Another device was used to successfully complete the procedure with 3 minute delay. There were no adverse patient consequences reported.